Event description:
Country of complaint: (B)(6). Needle detachment at time of removing suture from package and placing on needle holder.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 15 sutures in closed packaging. There is (B)(4) previous complaint of this code / batch, for the same incident. Of this code batch, (B)(4) units were manufactured and distributed, and there are no units in stock. Reviewed the batch mfg record. This product had a normal process and the results during the process fulfill the OEM requirements. The samples received were subjected to a visual inspection which shows that the sutures are not in sterilizing solution, due to a failure during the mfg process, which can not be identified at the time of product release, only after some time. Final conclusion: the complaint is corresponding (justified). Corrective action: opened in 2012, fully implemented and measure of effectiveness completed. CAPA is currently closed.